Event description:
The customer noticed that on an advia 2120i with daa autosampler some flags are not transmitted to the laboratory information system (lis) when the samples were automatically rerun. There are no known reports of patient intervention or adverse health consequences due to the not transmitted flags.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse confirmed that the flags of results of some repeated samples are not transferred into lis. Flags are not reportable results and are for laboratory use only. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR on 10/24/2012 10/24/2012 additional information: investigation of the database revealed that although the two letter flag is not transmitted to the host, the results are transmitted with an asterisk (*) flag. Any results flagged with an asterisk require further investigation before reporting to a physician. The instrument is performing within specification. Further evaluation of the device is not required.